Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# (d4) was not provided.

Event description:
A (B)(6) customer received blood glucose readings of 342 and 281mg/dl on the contour next, was retested on the doctor's meter and the readings were 118 and 110mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the strips for evaluation. Customer received a new meter and test strips.